Event description:
It was reported that a patient underwent c1-2 posterior lateral fusion for os odontoidium with c1-c2 instability 249 days after a fall resulting in neck pain. The patient was discharged 4 days later. On 14 days post-op, the patient reported pressure from the surgical incision site, muscle spasms, and severe pain shooting up the back of the head. On 54 days post-op, the patient reported difficulty swallowing. At 91 days post-op, the patient reported continued tightness in the neck at times that goes across the top of the neck into the scalp area, and muscle spasms in addition to pain.

Manufacturer narrative:
(B) (4). A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.